Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was received and evaluated.the complaint cannot be confirmed. Visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition.however,no visual defects were observed. As per the drawing the fem.intfx sheath& scrsys,7.5mm was observed and no anomalies were observed .the reported condition was not confirmed and no defect was found. A non-conformance search was performed and no non-conformances were identified for this part number (254681) with lot number (3606605 ) combination per qlink search performed on 7/25/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Corrected data: (g4): date received by manufacturer. UDI:unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated.the complaint cannot be confirmed. Visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition.however,no visual defects were observed. As per the drawing the fem.intfx sheath& scrsys,7.5mm was observed and no anomalies were observed .the reported condition was not confirmed and no defect was found. A non-conformance search was performed and no non-conformances were identified for this part number (254681) with lot number (3606605 ) combination per qlink search performed on 7/25/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unknown.

Event description:
It was reported by the affiliate during a primary acl reconstruction, device was opened, and box was empty. Opened a second (different lot number) and sheath wouldn't deploy (unable to insert into patient). Opened a third to complete case. 15 minute delay. No ae to patient.